Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in used condition without the original packaging. Per visual inspection, the tab was found to be damaged/broken. The complaint was confirmed, and no other analysis was performed. The root cause was attributed to manufacturing. A device history record (DHR) review could not be performed as the lot number was unknown. This issue is being monitored and further actions taken accordingly.

Event description:
It was reported that the flange broke while in use with the patient. Patient consequence not known at this time.

Manufacturer narrative:
Other, other text: b3: date of event, d4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.